Event description:
Healthcare professional reported right side "rupture." The device has been explanted and replaced.

Manufacturer narrative:
Clarification to d.6a: the date of implant was marked as ¿18~20 years ago¿ facility: (B)(6). Physician name: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported right side "rupture." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: deflation: unable to observe. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flow opening and on the plug strap side assessed as cohesive failure. No additional observation. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data.